Event description:
It was reported that a device alarmed for a system error 105. There was no report of patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation found that the system error 105 was caused by severed motor mount screws. The motor mount screws were replaced.